Event description:
There was an allegation of questionable lactate dehydrogenase results for multiple patient samples on a cobas 6000 c (501) module. One example was provided. The initial result was 167 u/l. The repeated result was 232 u/l. The repeated result was believed to be correct. The sample was repeated because the customer experienced a hardware issue and repeated samples for verification.

Manufacturer narrative:
The reagent lot number is 834094. The expiration date was not provided. The calibration and qc were acceptable. A general reagent issue was excluded. It was noted that the centrifugation time was short. The field service representative found the issue was due to a poor vacuum to the rinse arm. He replaced the check valve, bleached the rinse arm, vacuum bottles, and the vacuum tank flow path. He performed tests and checks. After service, no issues were reported by the customer. The investigation determined that the service actions resolved the issue.